Event description:
The advocate stated the customer's breeze2 meter would not present a test strip. It was discovered the knife was broken inside the meter. The advocate alleged that the customer tried to test her blood glucose, but was unable to as a result of the malfunction. The customer fell in her home and was taken to the hosp. The hosp tested her blood glucose at 300 mg/dl. The advocate was unable to provide any info about whether or not the customer received treatment. The customer's meter is to be returned for evaluation. A replacement meter was sent to the customer.